Event description:
It was reported that cgm displayed error message 42 while g7 sensor was in use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed that error message did not reappear, and was advised to wait 20 minutes before starting new sensor session, which customer acknowledged and understood.